Event description:
Boston scientific received information that this left ventricular lead dislodged. An invasive surgical procedure was performed where the lead was explanted and replaced. There were no additional adverse patient effects reported. The lead was sent to hospital pathology and will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.